Event description:
On 12/21/2007, the patient reported that her blood glucose had been elevated to 222-407 mg/dl all day and she felt tired. Her normal blood glucose range is 126-130 mg/dl. She stated that there may have been air in her infusion tubing but it was hard to see. She stated that her infusion site had been in place for 3 days. She was advised to change her infusion site. Upon follow up in 2007, the patient stated that her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.